Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called stating that her insulin pump alarmed motor error during a bolus delivery. Customer had changed her infusion set last night, but her blood glucose level went up. She changed the infusion set again and her blood glucose level was still high. When she tried to give herself a bolus delivery, the device alarmed motor error. Customer's blood glucose level is 269 mg/dl, and she has not treated yet. She said sometimes when the device is on her it falls off, but does not hit anything. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.